Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure for the native aortic valve, separation of the sheath tip occurred, leading to balloon inflation difficulty of the delivery system. A delivery system with a 23 mm sapien 3 ultra resilia (s3ur) valve was inserted into a 14 fr esheath+. There was significant resistance when the crimped valve on the delivery system as it was exiting the distal end of the sheath. Although the procedure proceeded without further issues, during valve deployment, the distal balloon did not expand initially and suddenly expanded in a burst-like manner during the latter part of rapid ventricular pacing. After removal of the sheath, the tip was found to be radially torn off and missing. The fluoroscopic images during valve deployment were reviewed, which revealed that the torn fragment of the sheath remained at the distal end of the crimped valve stent (lv side), and the fragment ruptured during the balloon expansion, allowing the balloon to expand. No health injury was reported at this time. Both devices were discarded in the hospital, but cine images will be provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for inflation difficulty and/or incomplete inflation is confirmed based on evaluation of the imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'separation of the sheath tip occurred, leading to balloon inflation difficulty of the delivery system. ['] during valve deployment, the distal balloon did not expand initially and suddenly expanded in a burst-like manner during the latter part of rapid ventricular pacing. After removal of the sheath, the tip was found to be radially torn off and missing. The fluoroscopic images during valve deployment were reviewed, which revealed that the torn fragment of the sheath remained at the distal end of the crimped valve stent (lv side), and the fragment ruptured during the balloon expansion, allowing the balloon to expand.' While there was no evidence indicating that a manufacturing non-conformance may have contributed to the complaint, the investigation shows that the reported event may be related to device interactions, caused by a circumferential tear at the sheath's distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, although the sheath was not returned for evaluation, review of the provided post-procedural device images for the associated sheath confirmed the sheath distal tip circumferential tear and separation. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.